Event description:
It is reported that a customer returned the product for unknown reasons. No further information was provided.

Manufacturer narrative:
Findings: unit received with normal operating currents, unit passed a21 error test, rewind test, basic occlusion test, occlusion test. Unit alarmed a33 during prime/a33 test at 2.5 lbs due to faulty sensor resistor. Unit had minor scratched lcd window, cracked case at display window corner, broken reservoir tube lip, missing o-ring (reservoir tube) and missing end cap sticker.